Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the sterile package was compromised. During unpacking of a 2.25 x 8 mm promus premier¿ drug-eluting stent, the packaging looked slightly compromised and it was unsure whether the sterile integrity of the device was gone. The device was never used inside the patient's body. No patient complications were reported.